Event description:
It was reported that a customer disconnected from therapy and allowed the transfer set to drain. This occured during drain four of five of peritoneal dialysis therapy. The home patient reported that the transfer set drained slowly when they did this. The technical service representative advised the home patient to contact their registered nurse about the event. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting during therapy is considered a use error. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.